Event description:
This report is being filed after the subsequent review of the following journal article: gao, k., et al. (2013). Retrograde nailing versus locked plating of extra-articular distal femoral fractures: comparison of 36 cases. Med princ pract, 22, 161¿166. The authors conducted a retrospective study of 36 patients between 2004 and 2009 who were treated for extra-articular distal femoral fractures at a trauma center. The patients were divided into two groups. Nineteen patients (twelve men, seven women; mean age 54.7 years) were treated with locked plates of synthes, less invasive stabilization system (liss), and that of a competitor; seventeen patients (thirteen men, four women; mean age 50.6 years) were treated with retrograde nailing of a competitor. Mean follow-up period was 23.37 months) in the locked plate group; 26.29 months in retrograde nailing. ---this is a reportable malfunction report for three cases of delayed union, one knee pain and one hardware breakage and or loosening. The authors did not specify which device was used for treatment. The authors reported a higher rate of union disturbance was found in the locked plate group. Upon further analysis, they noted that clinical outcome may depend on surgical technique rather than implant selection. This report is for an unknown liss plate. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. This report is on an unknown liss plate, part and lot numbers are unknown. Et.al: wei gao jianhua huang haoqing li fan li jie tao qiugen wang. Without a part number the 510k number cannot be provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.